Event description:
Customer reported that the t: slim x2 pump battery was not charging, and the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to confirm the pump was not plugged into a power source initially, to troubleshoot by pressing the button directly on the "t," and then to use a known working charger for at least 30 consecutive minutes. Further troubleshooting was planned as the pump did not power on during these attempts. Upon follow-up pump did not begin charging connection not recognized. Caller does not have different charging supplies they can use. Cts sent replacement tandem cable and wall adapter via two day shipping. If pump battery depletes prior to receiving replacement charging supplies, customer to rely on mdi.